Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin syringe with bd ultra-fine¿ needle customer found "black discoloration" on the needle surface when preparing injection. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two (2) loose 3/10cc, 6mm syringe were returned from the customer in support of this complaint. Both returned syringes were examined and both exhibited dark material on the surface of the cannula shaft. A small portion of this material was removed from the cannula and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of cured adhesive mixed with silicone. (B)(4) have been opened to address this issue. As per manufacturing, a review of the device history record was completed for batch # 5341615 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for this complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: as per CAPA 80951, the root cause is unknown.